Manufacturer narrative:
The main component of the device system; other relevant components include: product ID: 8840 , serial# unknown, product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration at a dose set lower to 5.3 mg/day via an implantable pump for non-malignant pain and multiple back operations. It was reported on (B)(6) 2017 that the clinic told the patient the medicine was ordered but when the patient arrived they told the patient something that the consumer did not know. It was stated that they did not refill the pump and forgot to put saline in the pump. It was also stated that they sent the patient home without anything in the pump ¿only spinal fluid flowing through¿ the pump. It was noted that the patient was alarming. It was related that the patient had been puking for days, had a spinal headache, was not eating or drinking, and not sleeping because it was ¿infecting¿ the patient. It was stated that they didn't know what to do. It was stated that the date of the appointment was (B)(6) 2017 and that this all started (B)(6) 2017. It was indicated that the consumer called the healthcare professional (hcp) and were told ¿they'll get to me when they get to me.¿ it was also indicated that the emergency room (ER) wouldn't help. No further complications were reported.